Manufacturer narrative:
H3,h6:the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that the silicone tip protectors have been changed to plastic sleeves since the manufacture of this device. The change was implemented due to customer feedback that the silicone tip protectors were difficult to remove. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for an arthroscopy procedure, the plastic tips on the end of the guidewire seemed melted on. A scalpel had to be used to get them off. A backup device was available and no patient injury was reported. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.